Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote device check-up revealed a ventricular noise reversion episode back in (B)(6). No programming intervention was suggested or performed. No patient symptoms were reported.